Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a continuous glucose monitor (cgm) reading of 391 mg/dl and a corroborating fingerstick of 424 mg/dl, after consuming pizza and an ice cream cone and announcing a usual meal; no occlusion or dosing stopped alerts were observed, and the user subsequently used a meal announcement to correct the high glucose. Symptoms included hyperglycemia. Outcomes included eventual improvement of blood glucose to 150 mg/dl without additional intervention or medical care. Investigation included education and troubleshooting regarding appropriate use of meal announcements and avoidance of meal entries for correction dosing. Investigation of this case revealed no device alarms or malfunctions and suggested that the hyperglycemia was attributable to high-fat, high-carbohydrate food and off-label use of a meal announcement for correction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and known physiological response to high-fat meals rather than a device malfunction.